Event description:
It was reported that the patient had excessive bleeding during an implant procedure. The procedure was aborted to avoid possible hematoma. No products were implanted. The physician believed that the incident was not device or procedure related. The patient was doing well postoperatively.